Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes have a stopper molding defect causing issues with their automated instrument (closure separation occurs where the shield is removed, leaving the damaged stopper in the tube). There was no health impact or consequences reported.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes have a stopper molding defect causing issues with their automated instrument (closure separation occurs where the shield is removed, leaving the damaged stopper in the tube). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of the attached photos indicated that the stopper had defects. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.